Event description:
It was reported that inflation could not be maintained on one(1), size 6 lpc low pressure cuffed tracheostomy tube. The device was in use approx twenty-four (24) hours when the problem occurred. The 6lpc device was tested prior to insertion with no problems detected. There was one (1) pt involved with no reported pt injury. The device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the device has not been rec'd by the MFR.